Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Investigation results as follows: visual inspection of the returned platform was performed and no physical damages were observed. A review of the archive was performed and a user advisory (ua) 19 (max applied load exceeded) was observed on the reported event date of (B)(6) 2015. No user advisory 2 (compression tracking error), 17 (max motor on time exceeded during active operation) or 26 (decompression target not reached) messages were observed on the reported event date. There were no instances of a user advisory 17 occurring at all. Multiple user advisory (ua) 2, 16 and a 26 message were observed on (B)(6) 2015, thus confirming the customer's reported complaint. Initial functional testing was unable to be performed as the platform displayed a user advisory 2 and 16. Further inspection determined that the ua 16 was attributed to a defective drivetrain and the ua 2 and 26 messages were attributed to a defective cpu cable. The reported ua 17 was unable to be replicated during functional testing. A "system error" message was also observed during functional evaluation and is attributed to a defective processor board. After the defective parts were replaced the platform was run for 16 minutes using a large resuscitation test fixture an no additional warnings or errors were observed. Based on the investigation the parts identified for replacement were the drivetrain, processor pca, cpu cable and load plate cover. In summary the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 2 message was confirmed during review of the archive as well as functional testing. The fault was attributed to a defective cpu cable. The customer's reported complaint of the autopulse platform displaying a user advisory (ua) 26 message was confirmed during review of the archive and was also attributed to the cpu cable being defective. The reported ua 17 was not observed during review of the archive, nor was it replicated during functional evaluation. There were no device deficiencies that may have caused or contributed to this fault, therefore a root cause could not be determined. After replacement of all the parts identified during evaluation, the platform passed all testing criteria.

Event description:
It was reported that during patient use, the autopulse platform displayed multiple user advisories (uas) such as 2 (compression tracking error) 17 (max motor on time exceeded during active operation) and 26 (decompression target not reached) messages. The platform also reset itself multiple times. The user reverted to manual CPR (exact length of time is unknown). No adverse patient sequelae was reported. No additional details were provided.